Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (2000 mcg/ml at 809.5 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient fell and their pump alarm was going off. They also experienced withdrawal symptoms. The patient's pump was interrogated. External factors that may have contributed to the event included the patient falling. A pump replacement will occur today (B)(6) 2021. The issue was not resolved at the time of the report. The patient's weight was (B)(6) pounds and their medical history was asked but unknown. The patient's status at the time of the report was alive - no injury. Additional information was received from the rep who reported that the patient's fall was not related to or a result of their device and/or therapy. The cause of the pump alarm was not determined and the hcp just decided to do a pump replacement. The cause of the withdrawal symptoms was not determined. The issue was resolved through replacement. The pump was discarded by the surgeon.